Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering removed the knob and observed condensation and matter within the handle. The root cause of the event is fluid ingress within the handle, due to the insufflation pressure pushing fluid up the shaft when the jaws are submerged and the device is held at a shallow angle. This ingress increases the handle temperature. Applied medical is currently investigating appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This document represents our initial and final report.

Event description:
Simulated left colectomy - cadaver -"the device in question was programmed with a unique script specifically intended for cadaver labs/non-sterile use. (On non-living tissue.) The device in this incident was being used on a cadaver to simulate a left colectomy and was activated a number of times before being put aside. Upon collecting the devices to be shipped back to rsm, the local clinical education specialist, (B)(6), noted that the rotation knob on this particular eb010 device felt warmer than usual, whereas the other eb010 devices in the lab (also with cadaver scripts) were not. I also felt the knob and confirmed the warmth. It should be noted that the device was plugged into the generator when it was being retrieved and the knob was felt." Patient status - na - used on a cadaver.